Event description:
The valve was explanted due to reported stenosis. Product inspection during retrieval noted cuspal stifferning, inflammation and fibrosis seen on the cusps. Possible endocarditis is also suspected. The valve was replaced with no additional patient complication reported.